Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.